Event description:
It was reported that the shaft of the device came loose from the handle rendering unusable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received and evaluated. There was visual evidence that the device may have been struck with or against a metalic edge and was deformed weakening the part and leaving it open to fracture. A review of the device history records showed no indication of such failure or event.